Manufacturer narrative:
A ge representative evaluated the system and removed the collimator cover and found liquid inside. Ge rep cleaned and dried the circuit boards and the collimator. System operates as intended.

Event description:
The customer reported the system displayed a generator error and would not fluoro. No pt injury was reported.